Event description:
Boston scientific received information that the patient with this right atrial (ra) lead was hospitalized after experiencing a loss of consciousness. Interrogation of the associated device found no sensing and loss of capture on this ra lead. A chest x-ray was performed and revealed that this lead had dislodged. The right ventricular (rv) lead was in its proper position and was verified to be performing normally. The device was reprogrammed to vvir 60. No additional adverse patient effects were reported.

Event description:
Additional information was reported that a revision was performed and this ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. The ra lead will not be returned.

Manufacturer narrative:
As the ra lead remains implanted in the patient, it will not be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.